Event description:
It was reported that; during an acdf case, we were implanting a self drilling screw into a 6 mm height stand alone cage. As the surgeon inserted the screw into the bone, a small black ring popped off the top of the screw. As I had never seen this before, I was unsure what it was but advised the surgeon to remove the screw and replace it with a rescue self drilling bone screw. The hospital administrator removed the screw and the black ring piece that popped off from the sterile field and placed it in a specimen cup.

Manufacturer narrative:
Method: risk assessment; results: the screw was not returned for evaluation (kept by the hospital) therefore, device inspection, device history review and complaint history review could not be performed. Conclusion: the plausible root cause of the reported event is most likely inserting the screw at difficult angle.

Event description:
It was reported that; during an acdf case, we were implanting a self drilling screw into a 6 mm height stand alone cage. As the surgeon inserted, the screw into the bone, a small black ring popped off the top of the screw. As I had never seen this before, I was unsure what it was but advised the surgeon to remove the screw and replace it with a rescue self drilling bone screw. The hospital administrator removed the screw and the black ring piece that popped off from the sterile field and placed it in a specimen cup.